Manufacturer narrative:
(B) (4).

Event description:
It was reported that following the system implant, the pt experienced overdose symptoms of vomiting and 70 pound weight loss in 3 months time period. The pt indicated that he was allergic to fentanyl, but the drug was still put in the pump. The pump was turned off, but the pt still reported having symptoms. The hcp then "drained" the pump and filled it with saline. The system was explanted and the vomiting was no longer present. Additional info has been requested, a follow-up report will be submitted if additional info becomes available.